Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.75 x 24mm promus element plus drug-eluting stent was advanced for treatment. However, during implantation, it was noted that the stent dislodged. The disclosed stent was directly removed from the patient's body without any intervention performed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.